Event description:
Additional information was received from a healthcare provider (hcp). The needle was inserted in the pump and approximately 8 cc of clear liquid was withdrawn (old medication) but the hcp was unable to instill medication (new syringe). The hcp tried instilling medication with a 12 cc syringe without success. The needle was removed and the patient was placed under fluoroscopy to verify placement. The needle was placed a second time and the medication was instilled without difficulty. The cause of the refill difficulty was not determined. The refill difficulty had been resolved with use of fluoroscopy. The pump was updated (B)(6) 2016 with a 0.8 percent decrease to deliver clonidine 500 mcg/ml; 137.41 mcg/day, bupivacaine 20 mg/ml; 5.496 mg/day, baclofen 126 mcg/ml; 34.63 mcg/day, and dilaudid 2 mg/ml at a dose of 0.5496 mg/day.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 250 mcg/ml clonidine at a dose of 138.59 mcg/day, 20 mg/ml bupivacaine at a dose of 11 mg/day, 63 mcg/ml baclofen at a dose of 34.9 mcg/day, and 1 mg/ml dilaudid at a dose of 0.5543 mg/day via an implantable pump for spinal pain. It was reported that the patient was having a refill of the pump and the hcp was able to aspirate the reservoir, but unable to fill the reservoir. No volume discrepancies were reported and the needle was in the proper orientation. A locked valve procedure was attempted and the kit tubing and needle patency were checked. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.